Manufacturer narrative:
(B)(4). The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during an upper lobectomy procedure, ¿remove instrument from patient¿ was displayed when the device was not activated. The device functioned properly 2 hours before that. Then, the device was reassembled and passed the test, and continued to use. One and half hour later, a doctor noticed that the blade is shorter than usual, and found it was broken. The blade tip was found out of the patient and was retrieved. According to the doctor, no alarm was heard when the blade was broken off. Another device was used to complete the case. There were no adverse consequences to the patient.